Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt (B)(6) was implanted with an ipg on (B)(6) 2011. It was reported the pt was experiencing difficulty establishing communication with the ipg via the charging system. The issue reportedly began in (B)(6) 2011 and progressed until recharging of the ipg was no longer possible. Surgical intervention was undertaken on (B)(6) 2011 to replace the pt's ipg. No further issues have been reported following the procedure.